Event description:
It was reported that during a lap anterior resection procedure, the consultant informed that the stapler jammed and locked out. However has noted that he couldn't recall how many times he had fired the device. He explained that the rectum he was dealing with was very difficult in a narrow pelvis, so he knows he fired more than he would do normally. But whether he exceeded the recommended firings is a question mark, although I thought this to be unlikely during a lap anterior resection. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Premature sled movement. Additional information was requested and the following was obtained: the stapler jammed and locked out- did this happen while the stapler was closed on tissue? Yes. If yes, has additional tissue to be cut out, if yes please specify amount in cm. Positioned the new gun in the same place so no additional tissue removed. On what tissue type was the device used? At what location on the tissue? Thick rectum. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) 2nd/3rd firing. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? Only blue. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? No noise but difficult to fire. Were any of the forces higher or lower than expected (closing, firing, or opening)? Very high to fire. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No n/a. What was the patient's pre-op diagnosis? Rectal cancer. Please provide the patient's sex, age and weight. Male, (B)(6). What is the current status of the patient? Absolutely fine. Is there any other additional information you would like to share about this device or procedure? Nothing else to add. The device was received for analysis with no visual non-conformances and with a blue cartridge reload present. The cartridge reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended. In addition, the joint cover was noted to be torn; there is no evidence that there is any portion of the joint cover missing. It is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.